Event description:
It was reported that during a therapeutic tur-bt (transurethral resection of bladder tumor) case, under sedation, the beak portion of inner sheath, for 26 fr. Outer sheath, suddenly cracked in the bladder.the debris were recovered (method of recovery is unknown). There was a delay of approximately 15 minutes in collecting damaged parts.the procedure was completed by replacing the product with another product of the same model number. No reports of patient harm.

Manufacturer narrative:
E1: (b(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h2, h3, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.